Event description:
During crt-d implant, atrial and rv leads were placed with good values. The catheter was inserted into the cs. The patient's blood pressure dropped and the patient felt sick. Echo revealed pericardial tamponade and a pericardiocentesis was performed. The procedure was stopped and the lv lead will be implanted at a later date. The patient was stabilized and will be monitored in ICU. The physician could not state if tamponade was caused by rv lead or catheter.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.